Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 1 year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being prepared for treatment. The root cause of the high oxygen alarm issue could not be determined as the problem could not be reproduced by the service engineer. Also, there was insufficient information to determine the root cause of the defective inserts in the left side cover. There was no patient or user harm.

Event description:
Dear (B)(4), a customer had a problem with a c1 unit: alerted on high o2. We couldn't reproduce the problem. We did all the tests. Please advise if we can send the unit back to the hospital for use. In addition there is a problem with a c1 side cover left p.n. (B)(6): defective inserts. We replaced the part. (B)(6).